Event description:
The user facility reported finding a positive biological indicator (bi) on three occasions subsequent to completion of a system 1 processing cycle. The user facility reported that the endoscopes processed in these cycles were then used in patient procedures. The user facility also reported that they are following their internal procedures regarding whether patient notifications are needed. No injuries were reported.

Manufacturer narrative:
A steris service technician inspected the system 1 processor and verified that it was working properly. All chemical indicators evidenced passing results as did all other diagnostic and processing cycles prior to and after the reported events. In addition, testing of biological indicator retention samples indicated they all met specifications. Steris interviewed user facility personnel. They reported that hospital personnel did not wear gloves when handling biological indicators, contrary to the instructions for use. They also admitted using hemostats to hold bis instead of the plastic clips supplied for use in the system 1 processor as recommended in both the bi and processor instructions for use. Steris offered to conduct additional in-service training but the user facility declined. Steris is not aware of any adverse clinical event associated with this incident. Steris is filing this MDR because the sterility of the devices processed in the system 1 processors cannot be guaranteed unless all process monitors, including biological indicators, chemical indicators and cycle processing records reflect that the processing cycle successfully passed all controls.